Event description:
It was reported that the patient experienced withdrawal and seizures for two days following the pump implant. It was also reported that the patient had her gallbladder removed four weeks after implant and has not been "gastrically good" since. The report also indicated that since the time of her gallbladder removal, the patient has had issues with gerd (gastro-esophageal reflux disorder) and has had significant weight loss. The reporter did not indicated that the gastrointestinal issues were related to the pump implant. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.